Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of dislodgment.

Event description:
It was reported that right atrial (ra) was explanted due to dislodgement due to a patient condition related surgery. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial (ra) was explanted due to dislodgement due to a patient condition related surgery. No adverse patient effects.